Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This report is for one of three products associate with complaint # (B)(4).

Event description:
The report indicated that the patient present with a headache one day after undergoing treatment of a small aneurysm located in the acom/right a2 that was treated with one enterprise stent and one deltapaq coil. Additionally, a CT scan showed a new small right intraparenchymal hemorrhage (iph) located in the temporoparietal lobe. During the index procedure, an enterprise stent, and a galaxy 2.5mmx2.5cm complex soft detachable micro coil (640cx2525/16108645) were initially used, but the coil protruded into the parent artery and was not implanted. Instead a 2.5mmx6cm deltapaq detachable coil was used to treat the patient¿s wide neck unruptured aneurysm located in the acom/right a2 junction. Also, the day after, the patient was treated, the patient had a hemorrhage, but the hemorrhage was not related to the implanted devices. Additionally, the patient has a history of headaches and family history of subarachnoid hemorrhages. One stent was placed. The first stent was opened, but was dropped. It was not possible to determine which enterprise accidentally dropped, and it was the stent that was accidentally ejected from the device during had-off. There is no new information or any additional information regarding the event.

Manufacturer narrative:
The report indicated that the patient present with a headache one day after undergoing treatment of a small aneurysm located in the acom/right a2 that was treated with one enterprise stent and one deltapaq coil. Additionally, a CT scan showed a new small right intraparenchymal hemorrhage (iph) located in the temporoparietal lobe. During the index procedure, an enterprise stent, and a galaxy 2.5mmx2.5cm complex soft detachable micro coil ((B)(4)) were initially used, but the coil protruded into the parent artery and was not implanted. Instead a 2.5mmx6cm deltapaq detachable coil was used to treat the patient¿s wide neck unruptured aneurysm located in the acom/right a2 junction. Also, the day after the patient was treated, the patient had a hemorrhage, but the hemorrhage was not related to the implanted devices. Additionally, the patient has a history of headaches and family history of subarachnoid hemorrhages. One stent was placed. The first stent was opened but was dropped. It was not possible to determine which enterprise accidentally dropped, and it was the stent that was accidentally ejected from the device during had-off. There is no new information or any additional information regarding the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the available information and as reported, clinical factors including the aneurysm morphology contributed to the loops of the coil loops prolapsing into the parent vessel during placement. This and device interaction also contributed to the protrusion of the last coil. With review of the reported information and the device history records there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of multiple devices reported for this complaint (B)(4).